Event description:
Patient developed high fever and rash all over body after 2nd prosorba treatment. Patient was treated with steriods symptoms resolved and patient was discharged. According to their rheumatologist, no definitive diagnosis was reached.